Event description:
Info received from mhra incident report: during insertion of nj feeding tube and hickman line in theatre, foreign body noted on x-ray. Review of previous x-ray showed the item to be present since initial x-ray on (B)(6) 2012. Possibility of retained fragment of guide wire from central venous pressure (cvp) line. Reported to pediatric intensive care unit (picu) and ultrasound performed, but unable to identify. Pt has no apparent harm or effect from presence of body. Additional notes received (B)(6) 2013: the pt was admitted as an emergency from the emergency department (ed) to picu from the (B)(6) 2012 with meningococcal septicemia. There was a foreign body of approx 2.3cm long and 1-3mm thick near the pt's left clavicle. Several x-rays and ultrasounds were done to try and identify the object. Based on the x-rays there was a concern that this object may be the tip of a guidewire from a central venous line (cvl) insertion. The 3d ultrasound implied that the object is in the pt's muscle mass approx 1.9 cm deep. On the ultrasound this object did not appear to be near any major blood vessels. Following a previous incident in which a guidewire was retained we introduced a checking process for all guidewire insertions including those inserted on picu. The documentation has been checked by a picu consultant and he has confirmed that insertion checklists were completed for both line insertions that were carried out on admission to picu on the (B)(6). In addition the advanced nurse practitioner (anp) who inserted the line has discussed the insertions with two picu consultants. The hospital's governance facilitator was advised that although it was difficult to insert the lines, there were no problems which could have led to the guidewire shearing. The anp reports that he used a cannula to insert the guidewire not a needle, so the only way that the tip of the guidewire could have come off if there was a fault with the wire. Update as per complaint from received (B)(6) 2013: pt had vygon 7.5fr cvc inserted on (B)(6) 2012 by a nurse practitioner using the cook wire visual examination of the wire post insertion as per protocol did not show anything unusual and the tip of the wire was not noted to be absent. Subsequent x-ray for other medical reasons showed a foreign body in the muscle which was thought to be the end of the wire. As it was not effecting the pt no attempt to remove it was made. In (B)(6) 2013 the pt complained of 'catching in his neck' the tip of the wire was removed when the pt's hickman line was removed."

Manufacturer narrative:
Expiration date: unk as lot is unk. (B)(4). Manufacture date: unk as lot number is unk. Event eval: the device was returned to the manufacturer on (B)(4) 2013. The device was visually inspected. The returned device confirms the separation. The device is inspected 100% for bends, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. There is no evidence to suggest device was not manufactured to specifications. A review of complaint history, a review of quality control, a review of trends and a visual inspection of the device were performed during the investigation. The root cause of the incident is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.